Manufacturer narrative:
Device sample not received by manufacturer. Per DHR the product visistat 35w 6/box, lot #01m1200074 was manufactured on 12/11/2012 a total of 9,000 pieces. Lot was released on 12/13/2012. DHR investigation did not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. We will continue to monitor and trend relating complaints.

Event description:
Alleged issue: the facility reported that the stapler stopped firing staples when they were about a half way through the set of staples. Pt condition listed as fine.